Manufacturer narrative:
As reported, the physician experienced the plug of an unknown exoseal vascular closure device (vcd) was released in the artery and not outside as expected. The physician confirmed that the plug was retrieved during the operation, but it was not easy. Additional procedural details were requested but are unknown. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿plug inaccurate placement - intravascular ¿could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors may have contributed to the intravascular deployment. If there was calcium or a stent near the arteriotomy, the indicator wire has the potential to catch in the calcification instead of the vessel wall, leading to a false indicator window reading. However, users are trained to recognize this bleed back signal and abort the deployment of the plug. If the physician deployed the plug when reduction to blood flow was not observed from the bleed-back indicator, this could lead to intravascular deployment and embolization of the plug. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. Avoid the use of exoseal vcd in patients with arteriotomies created in areas of calcified plaque or in vessels with diameters < 5 mm.¿ the IFU also states, ¿observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. Caution: pulsatile flow is necessary for proper exoseal vcd positioning. If pulsatile flow is not observed from the bleed-back indicator, discontinue the procedure. While holding the exoseal vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ as no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the physician experienced the plug of an unknown exoseal vascular closure device (vcd) was released in the artery and not outside as expected. The physician confirmed that the plug was retrieved during the operation, but it was not easy. The device was not available and will not be returned for evaluation. Additional procedural details were requested but are unknown.